Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID. 37754, serial# (B)(4), product type:recharger. (B)(4)

Event description:
It was reported that the patient had trouble with their implantable neurostimulator (ins) when the stimulation was not cutting on and then all of a sudden it did. It was not shocking them when charging, even though it was hard to charge. The patient stated that the problem then resolved and the device started working fine. The indication for use of the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.